Event description:
Pt had hardware implanted in 2004. Pt re-injured knee after slipping at work around 06/2005. Pt went in for a knee scope about three months later and surgeon found a piece of the screw in the joint space. Surgeon believes the retroscrew degraded faster than the other implanted bio-screws. This device is used for treatment.

Event description:
Pt had hardware implanted on 12/09/2004. Pt re-injured knee after slipping at work around 06/17/05. Pt went in for a knee scope on 09/28/05 and surgeon found a piece of the screw in the joint space. Surgeon believes the retroscrew degraded faster than the other implanted bio-screws. This device is used for treatment.